Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that the insulin pump had a blank display after inserted multiple types of batteries. The patient¿s blood glucose level was unknown at the time of the incident. Customer will call back to troubleshoot the insulin pump. The device is not expected to be returned for analysis.